Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an inform meter, compared to lab results: 528 mg/dl (meter) and 103 mg/dl (lab) - within 9 minutes, 272 mg/dl (meter) and 124 mg/dl (lab) - within 7 minutes no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.